Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. No further analysis was performed.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a procedure to replace this pacemaker for normal battery depletion, the set screws were unable to be loosened. The right atrial (ra) lead was able to be removed, but the right ventricular (rv) lead was stuck. The header of the device was therefore removed, and the rv lead was able to be removed and used with the new device. No adverse patient effects were reported.